Manufacturer narrative:
The customer¿s biomedical technician confirmed there was no patient injury as a result of the device failure and no parts were returned for failure analysis. In conjunction with philip's technical services, they ordered and replaced the da pcba board. The device was run through all specified testing, it passed and was place back into service.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator alarmed with data acquisition pcba adc failed. The customer reported the unit was in use on patient, but there was no patient harm.